Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 40 mg/dl, needing settings adjustment. Customer consumed carbohydrate, juice and a bagel to address low bg. Reportedly, customer consulted their healthcare provider who assisted customer in adjusting their settings to better meet their needs.